Event description:
It was reported that on september 26, a biopsy procedure was performed with a brevera needle and during the procedure a driver error occurred when attempting to fire the needle. The staff was unable to clear error, the needle was removed from the patient, the system rebooted with driver disconnected, and error returned at startup. The staff attempted to set system up again with new needle, but driver error still present, and unable to clear. Procedure was aborted and the patient rescheduled with different system later on the same day. A field engineer examined the device and confirmed driver error, replaced for a new drivers, tested the new driver and the system meets manufacturers specifications. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.